Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black with lines which blocked graphics and text. Customer's blood glucose was 179 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.